Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. High cgm glucose readings were found following a supply change operation. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set or some other failure along the fluid pathway resulting in insufficient insulin delivery. Having the device volume set to "off" likely contributed to the severity of the event.

Event description:
On 9/24/24 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. The user had changed their infusion set on the morning of (B)(6) 2024 before going to school, but their cgm showed glucose levels over 400 mg/dl throughout the day. The user's mother eventually took them to the ER after the user began vomiting. The cds reviewed the ketone action plan (kap) protocol with the mother, who initially thought the high blood glucose was due to the vomiting. The cds also spoke with the user's healthcare provider (hcp) regarding the incident. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.